Manufacturer narrative:
Complete information for postal code; 4000. All available patient information were included, no additional patient information was available. Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation. Continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed falsely elevated alinity I anti-tpo results for one patient. The following data was provided (the patient had 2 samples drawn 20 minutes apart): sample 1: initial result on ai01149 = 3.24 iu/ml, repeat on ai01149 = 0.36 iu/ml, repeat on another alinity = 0.30 iu/ml. Sample 2: initial result from another alinity = 0.24 iu/ml, repeat on ai01149 = 1.16 iu/ml abbott linearity range: 0.58 iu/ml to 1000.00 iu/ml.customer clinical reference range: 0 to 5.61 ui/ml. Precision was completed using sid (B)(4) and sid (B)(4). And all results were within specification. Attachments provided are when troubleshooting issue began including the results below which are 10 different patients that were initially tested on this alinity and re-tested on the other alinity after issue was discovered: initial results result rerun on other alinity patient 1 : 3.42, 3.21. Patient 3: 8.25, 3.47. Patient 4: 10.67, 0.17. Patient 5: 5.64, 3.79. Patient 6: 1.48, 0.83. Patient 6: 9.5, 0.98. Patient 7: 2.42, 2.24. Patient 8: 7.59, 7.86. Patient 9: 2.91, 0.58. Patient 10: 4.22, 0.17. During site visit, the field service representative performed additional troubleshooting and noted that the alinity ci buffer level sensor was cracked and had bubbles and leaks, which was replaced, and replacement resolved the issue. There was no impact to patient management was reported.